Event description:
The patient's (B)(6) scs system includes a percutaneous lead. It was reported the patient lost stimulation. Diagnostic test revealed invalid impedance measurements on all lead contacts. Surgical intervention was undertaken to replace the lead thereby resolving this issue. No further complications were reported.

Manufacturer narrative:
Results: visual observation under the microscope revealed kinks with all wires broken 16.5 cm from the stimulation end. As there was no breach of the outer tubing where the fracture occurred, the damage observed was consistent with repetitive overstress the lead was subjected to while implanted. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.